Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed battery error and pump error 63 after a self-test. Hardware low level failure. It was the third time the customer was calling for the battery issue. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No hardware low level failure messages noted during testing. The device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error 63 alarmed during self-test due to poor solder joints on circuitry of keypad assembly. No replace battery now alarms, replace battery alerts or pump error 25 alarms noted during testing or in the format history file. The power management graph was in specification and no unexpected low battery alerts noted during testing or in the format history file. The device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, severely faded serial number label and peeling end cap address label.